Event description:
It was reported that a revision surgery took place to remove the end of the reflect tether that was left in the patient.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.